Manufacturer narrative:
(B)(4). We have recently received a device from the healthcare facility for investigation. Our investigation is currently in progress and we will provide a follow up report upon completion of our investigation.

Event description:
A healthcare facility in (B)(6), reported via our distributor that swivel wye on an rt266 infant dual-heated evaqua2 breathing circuit is loose and falls off unless it is tightened prior to use. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the complaint device was returned to fisher & paykel healthcare in (B)(4) where it was visually examined and pressure tested for any leaks. Results: visual inspection did not reveal any damage to the returned rt266 infant evaqua2 breathing circuit. Pressure test revealed that the returned circuit was within specification. A lot check revealed no other complaints of this nature for lot number 140829. Conclusion: we are unable to determine what may have caused the reported problem. No fault was found with the returned rt266 infant evaqua2 breathing circuit. All rt266 infant dual-heated evaqua2 breathing circuits are visually inspected and pressure and flow tested during production, and those that fail are rejected. The user instructions that accompany the rt266 state the following: "check all connections are tight before use."; "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient."; "set appropriate ventilator alarms."

Event description:
A healthcare facility in (B)(6), reported via our distributor that swivel wye on an rt266 infant dual-heated evaqua2 breathing circuit is loose and falls off unless it is tightened prior to use. No patient consequence was reported.